Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2005 that a resolution clip device was used during a procedure four days prior (patient age, gender and weight unknown). According to the complainant, during the procedure, the clip would not release from the catheter. When the catheter was withdrawn the clip released inside of the working channel of the scope. No patient complications were reported as a result of this event.